Event description:
The patient contact called for technical assistance with an air detected in cassette alarm while the patient was in fill 2 of 4. The contact also reported there is an air bubble in the stay safe connection. As advised by the technical service representative, treatment was cancelled. When the pressure was released on the cassette door,t he contact reported that solution came running out of the bottom of the door and there is solution on the pump head and inside the cycler. The patient's effluent has remained clear and no prophylactic antibiotics were used. Sample has not been returned for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.